Manufacturer narrative:
The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device info - expiration date ni. Manufacture date ¿ ni. Product location unknown.

Event description:
Patient was revised on the left side approximately five months post-implantation due to tibia fracture. All components were removed and replaced.